Event description:
Attorney alleges, "plaintiff was req to undergo an operation & rplcmnt of ld because of direct and proximate result of negligence...suffering pain, scarring, loss of enj of life, etc."